Event description:
The user complained of false negative results for one urine sample. The user could not provide specific test results, but stated all the results were negative. The sample was sent to another lab and the results were "positive for urinary tract infection as in bacteria, nitrite and leukocytes". No information was provided to determine if erroneous results were reported or if the patient was adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "the system shut down" (loss of power). The nurse reported the system shut down during phaco. The system was rebooted and the case was completed as planned. The following case was also completed with no further problems noted. No patient injury was reported.

Manufacturer narrative:
The customer returned the urisys 1100 analyzer for investigation. The returned instrument was checked and all results were within the specified ranges. No malfunction was observed.